Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted under the registration number 3003984900. Currently, these products are to be handled by arjohuntleigh ab¿s complaint handling establishment and any medwatch reports will be submitted under registration 3007420694. It was claimed by the customer representative that the bed¿s frame platform lowered without any command given. There was no indication regarding patient involvement. No injury was reported. The claimed bed frame was placed in a seminar room to be inspected by an arjo representative. The device was identified as 12 years old minuet 2 bed frame (manufactured in 2010 year). The device was property of the customer but it was serviced by arjo. During the last preventive maintenance conducted in (B)(6) 2021, no issues related to functionality of the bed were found. The arjo technician during an on-site visit checked the bed frame and found that an unintended lowering of the bed platform occurred due to a handset malfunction. After the handset replacement all functions of the claimed bed were working correctly. To sum up, it was reported that the minuet 2 bed did not meet its performance specifications due to unintended movement of the bed. There was no indication regarding patient involvement. The complaint was decided to be reportable due to unintended down movement of the bed platform.

Event description:
It was claimed by the customer representative that the bed¿s frame platform lowered without any command given. There was no indication regarding patient involvement. No injury was reported.